Event description:
It was reported that during a direct stent attempt (contrary to IFU), the stent was deployed in the obtuse marginal at 9 atm for 43 seconds and the stent delivery system (sds) was deflated. The physician wanted to remove the sds and replace it with a high pressure dilatation balloon to complete the stent deployment because he was concerned about oversizing the stent by inflating the sds to higher pressures. An attempt was made to remove the sds, but approx no more than 10 mm was removed. The physician advanced and retracted the catheter several times in an effort to dislodge the sds, but was unsuccessful. Increased force was used to retract the catheter (contrary to IFU), which resulted in a sds shaft separation and the separation portion cold not be snared. The pt was stable and was sent to surgery for removal of the separated portion. The surgeon clipped and removed excess sds to facilitate easier removal. The surgeon then grasped the remaining catheter shaft with hemostats and used a great deal of force to pull the separated sds portion out of the obtuse marginal. During the surgery, the pt had a massive stroke. The pt did not regain consciousness and died two days later.